Manufacturer narrative:
H3: product analysis: evaluation determined that the distal bearings are detached. The likely cause was identified as input and the output drive bearings are worn due to inadequate preventive maintenance. It was also noted that the gears of the input and the output drive shafts are worn out, the internal parts are heavily polluted with foreign debris, the laser markings are illegible, the color ring is totally faded and it's not possible to insert a test bur in the tube. B3: date of notification: 2024-07-17 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of bearing detachment. No patient impact reported. Repair request escalated to a product event due to reason for return.